Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: occupation: urology team lead. G4: PMA/510(k) # = rpn unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the suture tethers of unknown universa ureteral stent sets separated from the device upon removal of the stents. Two to three episodes were reported without other specific patient or procedural information. No other adverse effects were reported for these incidents. Additional information regarding events and patient outcomes have been requested but is currently unavailable.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the suture tethers of unknown universa ureteral stent sets separated from the device upon removal of the stents. Two to three episodes were reported without other specific patient or procedural information. No other adverse effects were reported for these incidents. Review of the instructions for use (IFU) and quality control were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information from the user facility. The evidence from the complaint file and quality control documents indicates that the complaint devices were manufactured to specification as well as other items similar devices in the field or in house. The IFU t_uss_rev5 supplied with the device states: precautions: the tether should be removed if the stent is to remain indwelling longer than 14 days. How supplied: upon removal from the package, inspect the product to ensure no damage has occurred. Based on the available information, no product returned, and the results of the investigation, cook has concluded a cause for the complaint cannot be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.